Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated the circumstance that led to patient¿s falling hard was change to device programming. It was noted the falling hard caused patient¿s pain and hardly walking had been resolved. No further complication and symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient was falling hard, and after falling patient felt a lot of pain in bottom part of back, could hardly walk and lately pain had gotten worse.